Manufacturer narrative:
Philips received a complaint on the heartstart xl+ defibrillator indicating that the device has reported an error. There was reportedly no patient involvement. Based on the information available, to fix the issue a quote was sent but the customer has declined the repair. The cause of the reported problem could not be identified. The device remains at the customer's site. No further action is required at this time. H3 other text : customer declined repair quote.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device gave a treatment failure error. There was no reported patient involvement.